Event description:
Reportedly, during pt use, an o2 sensor error occurred that could not be solved by calibration. When the sensor was replaced, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).